Event description:
It was reported that exposure to blood resulted from the bd insyte¿ autoguard¿ shielded IV catheter's retraction failure during use. The exposed personnel reportedly had a dakin bath and used a physiological saline rinse, and doctors were warned of the incident. The following information was provided by the initial reporter, translated from french to english: "exposure to blood: retraction failure with a catheter supposed to be secured. Actions taken: dakin bath, rinse physiological saline, doctor and night shifts warned."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that exposure to blood resulted from the bd insyte¿ autoguard¿ shielded IV catheter's retraction failure during use. The exposed personnel reportedly had a dakin bath and used a physiological saline rinse, and doctors were warned of the incident. The following information was provided by the initial reporter, translated from french to english: "exposure to blood: retraction failure with a catheter supposed to be secured. Actions taken: dakin bath, rinse physiological saline, doctor and night shifts warned."